Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was deployed and all of the device components were returned. Both cuffs had been captured and were attached to the needle tips. This finding indicates the suture knot was formed and the suture was captured and harvested correctly. However the suture was returned pulled out of the device with the knot prematurely tightened and a cut in the loop of the suture. The link was also cut distal of the anterior needle tip. This finding indicates that during the device placement, as outlined in the instructions for use, the link was inadvertently cut and not the suture. The knot being found tightened prematurely above the arteriotomy and cut in the loop indicates that the non-rail end of the suture may have been used to advance the knot causing it to tighten on itself causing the suture to be cut to remove from the anatomy. Based on the investigation findings, the reported suture break can not be confirmed. The probable root cause for the event is incorrect technique during suture harvesting. No manufacturing or quality inspection issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a suture break occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). 5 unused representative samples with the same part and lot number as the event device was returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. (B)(4). Devices #2 - proglide (part #12673-03; lot #930106h) is being filed under a separate medwatch MFR number.

Event description:
The customer reported that the 9900 system had a communications failure error during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.